Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01671. D10: unknown durom cup unknown metasul head g2: foreign: italy the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right total hip arthroplasty that was subsequently revised approximately 5 years later due to loosening of the acetabular cup. Following the revision, the patient continued to demonstrate elevated serum cobalt and chromium levels, pain, difficulty, limited range of motion, leg length discrepancy, and radiolucency at the cup and stem regions with areas of decreased bone density at the distal end of the stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Subsequently a revision occurred due to loosening of the cup. Post-revision, the patient is continuing to experience elevated metal ions and pain. X-rays show radiolucency at the stem and the cup. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.